Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 6947 implantable tachy lead - unk 4196 implantable pacing lead - (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient was hospitalized due to a systemic infeciton. As a result, the system was explanted and replaced. No further patient complications have been reported as a result of thisevent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.